Manufacturer narrative:
Additional information was provided reporting that customer went to the ER, however, customer declined to provide any further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. Past elevated bg was addressed via a correction bolus and supply change. Customer required assistance from paramedics to check bg level and deliver medication(customer unable to remember type of medication delivered). Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.